Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. A critical ram parity error occurred in address 17 ef on 14jun2016. Por severity is low so the device should be able to fully recover after reset.

Event description:
It was reported that the implantable pulse generator (ipg) underwent an electrical reset due to a bit-flip in the memory space that stores programmable parameters. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.